Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2017-00082. It was reported the patient had an abscess/erosion and the scs system was protruding the skin. The patient also reported severe pain in the spine and had high white blood cell count. As a result, the scs system was explanted on (B)(6) 2016.